Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: investigation on the returned device revealed no anomalies on the introducer sheath and the twist lock had been opened. The delivery wire was removed without issues, however, it was necessary to cut the introducer sheath in order to release the main coil, as it did not have the interlocking arm attached. Microscopic inspection of the delivery wire revealed no damages or irregularities. The main coil zap tip has a smooth surface, however, the main coil was completely stretched and kinked. The interlocking arm was detached and it was not returned. Dimensional inspection of the delivery wire revealed that the weld outer diameter (od), wire arm od and wire zap tip (max) were within specifications. The main coil number of distal fiber bundles, zap tip od and primary coil od were within specifications. However, a number of proximal fiber bundles were missing.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that the coil could not be pushed out of the micro-catheter. A 20mm x 40cm interlock-35 coil was selected for use for an embolization procedure to treat a splenic arterial aneurysm. During the procedure, it was noted that the coil was stuck and could not be pushed out of the 5f non bsc catheter. The physician felt resistance, and the coil was delivered to the midsection of the catheter and the device was stuck. The physician then removed the device completely, including the synthetic fibers, into the sheath. The physician completed the procedure with a stc 18 microcatheter and a bsc interlock device. No patient complications were reported and the patient's status was stable. However, device analysis revealed that the interlocking arm was detached and was not returned.